Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after a stroke and when their implantable cardioverter defibrillator (ICD) was checked it was unable to be interrogated. It was noted that this patient had been lost to follow up. Boston scientific technical services discussed the device was likely beyond end of life (eol) and in storage mode as it has been implanted for over ten years. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a procedure was performed to upgrade this device. The physician used electrocautery during the procedure and the patient received a shock. The device is expected to be returned for testing. This product issue will be re-evaluated if additional information is received.